Event description:
It was reported that this patient experienced a loss of consciousness in (b)(6) 2026. Noise was seen on the ventricular channel. The physician performed isometric tests and troubleshooting but the patient still encounters loss of consciousness and was admitted to the hospital. Upon device interrogation no events were recorded in the device diagnostics. During troubleshooting the electrophysiologist reviewed the bedside monitor while performing an isometric tests and saw intermittent loss of capture. Based on these finding the electrophysiologist suspected possible right ventricular (RV) lead insulation issue or a connection issue. Technical Services (TS) reviewed the provided data and noted that one of the image files suggested ventricular pause. There was no electrogram (EGM) which indicated noise in the provided reports. TS suggested testing to determine the reason for the noise. It was noted that X-rays were sent for Technical Services (TS) review. Additional information noted that due to recurrent syncopal episodes an emergent device and lead replacement took place. No additional adverse patient effects were reported.